Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 9:01 am, the result from the meter was 7.2 inr. Later that day, the patient felt dizzy so she retested at 4:08 pm and the result was 7.6 inr. The patient went to the hospital and at around 5:30 pm, the laboratory result using stago neoplastin reagent was 4.8 inr. At 9:40 pm, the patient retested on the meter and the result was 5.6 inr. The patient stated she used the same finger for all tests performed on (B)(6) 2021. The therapeutic range was 3.0-3.5 inr and the patient tests weekly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling, "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." And "never add more blood to test strip after test has begun or perform another test using the same fingerstick." Occupation was patient/consumer.